Manufacturer narrative:
It was previously reported that the patient "went to operating room (or) where they determined that the catheter was disconnected from the pump. " upon review, the patient went to ir (interventional radiology), where they determined that the catheter was disconnected from the pump, and then went to the or for the revision on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative on 2018-apr-07. It was reported that the catheter issue and patient symptoms had been resolved. Regarding the current status of the catheter, it was reported that the catheter was confirmed to be patent intra-operatively by aspirating about 1 cc of cerebrospinal fluid (csf), per the surgeon. The provided information was confirmed with the physician/account. The indication for use of the device also included cerebral palsy. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6)2012, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver compounded baclofen [3000 mcg/ml] at 3997.9 mcg/day, indicated for intractable spasticity. It was reported that the patient fell on wednesday ((B)(6) 2018) and presented to the emergency room (ER) on (B)(6) 2018 with withdrawal symptoms. Regarding any troubleshooting/interventions already performed, it was stated that no alarms were audible or noted in the event logs. It was noted that the rep was going to the ER to interrogate the pump, and that the next steps and troubleshooting options will be reviewed with the physician. Additional information was received from the manufacturer's representative (rep) on 2018-mar-19. The rep stated that they were the weekend on on-call person and had reported all of the information that they had regarding this case. It was reported that they interrogated the pump, and everything was found to be working normally. The rep provided the healthcare provider (hcp) with a full report, and left a printed pump report in the patient's chart. It was noted that the patient was due for a refill in 15 days. To the rep's understanding, the hcp planned to refer the patient back to his managing physician for a possible catheter dye study, and the patient would be supplemented with oral baclofen until that time. No cause for the increased spasticity was able to be determined at the time of the report. It was noted that the rep told the hcp to call them if they planned any further interventions, but the hcp did not call. It was unknown if the patient's symptoms had resolved. No further complications were reported. Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that patient began to have loss of therapy a couple weeks ago. For environmental/external/patient factors, the patient fell out of bed onto his left side (where the pump was). The patient reportedly went to operating room (or) where they determined that the catheter was disconnected from the pump. The patient was being brought to the operating room for catheter revision today ((B)(6) 2018). At the time of this report, the issue was resolved and patient status was alive- no injury. No further complications were reported.